Event description:
The report received from the affiliate indicated that during an interventional procedure while advancing the stent delivery system (sds) to the target lesion the physician felt resistance/friction. While inflating the sds balloon to deploy the stent, the balloon ruptured at 10atm and the pressure in the inflation device decreased. The stent was then post-dilated using the balloon used to pre-dilate the lesion. The target lesion for the procedure was proximal left anterior descending (lad) coronary artery. The lesion was reported to be: an in-stent-restenosis (isr) of a previously implanted palmaz-shatz bare metal stent (bms), moderately calcified, slightly tortuous, and a 75% stenosis. The physician's comment: the cause of this event might be due to the inflation device (abott) and he would like to be investigated/analyzed as well.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report # 9610978-2007-00285 and #9616099-2007-01222.